Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set had a flow issue during infusion. The reporter stated that the set was successfully primed; however, the set would initially not flow. After the connections were re-tightened, the solution started flowing; however, the ¿bolus would barely drip¿. The reporter stated that there was no observable damage or blockage in the set. The device was being used with a non-baxter catheter. To resolve the issue, the extension set was disconnected and a baxter one-link IV connector was attached to the setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.